Event description:
It was reported that the ventricular assist device (vad) exhibited a suspected outflow graft occlusion, high watt alarm, multiple low flows, and the controller exhibited two (2) continuous alarms while the batteries were connected. The patient reported waking up to a continuous alarm while sleeping at night on 2 batteries. The patient stated that they cannot remember if they changed their batteries prior to going to bed that night. The patient did not see the alarm, they just heard the alarm and quickly switched to new batteries. The patient was able to identify the alarm on the hospital training equipment by the vad coordinator recreating a double disconnect. After log file review, it was noted that the vad exhibited a low flow alarm and no concerns with the batteries were noted and no double disconnects were seen. The patient was continuing to have low flows and computerized tomography (CT) scan results showed severe narrowing at the right ventricle component of the conduit of the ¿outflow cannula¿ and the anatomic site of the outflow cannula had mild stenosis. It was noted that the patient had continued decrease in flows, around two liters per minute (2l/min), and below normal power consumption. The patient was taken to the operating room (or) for an outflow graft revision. They tried to clear the graft but the flows didn't improve. The speed was at 3,400 and flow was 0.5 l/min which dropped to the negative when dissecting. The vad was exchanged to a competitor product. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant medical products: 694858 lead, implanted: (B)(6) 2007. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 16-nov-2021, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 13-aug-2021, labeled for single use: no (B)(4). Brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2018 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 18-dec-2017, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ outflow graft, model #: 1125 / catalog #: 1125 / expiration date: 30-sep-2022 / lot #: 17000155-0508, UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 01-sep-2017, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and associated outflow graft (lot no. 17000155-0508) were returned for evaluation. The controller (B)(6) and batteries (B)(6) were not returned for evaluation. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned segment of the outflow graft revealed that the device passed visual examination. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the axial gap measurement, front housing disc curvature, and rear housing disc curvature were found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the devices. Log file analysis revealed five (5) low flow alarms since (B)(6) 2022 and one (1) high watt alarm on (B)(6) 2022. No controller losses of power were observed during the analyzed period. Log file analysis revealed that the controller software contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the data log file revealed several momentary disconnections between the controller and batteries. Momentary disconnections will lead to an audible tone or ¿beeping¿. The associated batteries were lubricated prior to release. CAPA pr00574181 is inves tigating momentary disconnections. As a result, the reported low flow and high watt alarms events were confirmed. The reported outflow graft stenosis could not be confirmed due to insufficient evidence. The reported ¿alarms¿ while the batteries were connected could not be confirmed; however, is possible that and audible tone or beep was perceived as the reported alarm. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Multiple factors may have contributed to the high power event including but not limited to thrombus formation/ingestion, high flows, or incorrect setting of alarm threshold. Additional products: (B)(6). H3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6). H3: yes h6: FDA method code(s): b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 (B)(6) h3: yes h6: img code(s): g0403401 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 (B)(6). D9: yes, return date: 03-oct-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12, d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.